Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were getting the replace controller batteries soon message on their controller and the issue began over the past weekend. Patient mentioned that they had the recharger replaced recently and frequently; see previous cases. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient inserted the battery and confirmed green light was solid above the screen. Patient then unlocked the controller and saw the cannot provide your desired intensity setting message. Patient pressed ok and confirmed this was not the first time they had seen the message. Agent had patient inspect the recharger for damage; patient did not see any damage. Patient started a charge session of their implant and was able to start charging with excellent recharge quality. Patient stated the quality was jumping back and forth between poor recharge quality, excellent, and good. Agent had patient wiggle the recharger cord to see if that was affecting the recharge quality and patient said the quality was staying on recharging good. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Patient called back stating they called in due to problems they had with the stimulator and someone helped them. They received a letter from medtronic with a reference number (B)(4). Pt filled it out and asked if there was anything else they had to do besides sending it back. Agent reviewed. Additional information was received from patient (pt). It was reported that they were unable to obtain relief from back stress fracture efforts to change settings did not help. The level of pain had been occurring for over at least year. Steps taken to resolve the issue is adjustments in the settings and paddle replacement neither of these helped. As a new controller was sent and I was told there was a problem with the battery. I am level has improved but my doctor has given me injection and I take 3 100 mg doses of tramadol per day.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.